Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with a prolapsed anterior leaflet and degenerative tricuspid regurgitation (tr) grade 5 for a triclip procedure. One clip was implanted. Shortly after implant a single leaflet device attachment (slda) was observed. The clip was detached from the anterior leaflet and remained attached to the septal leaflet. An additional clip was implanted to stabilize the first clip. The final tr grade was 1. Per the physician the cause of the slda was due to the patient's frail leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported slda per the physician is due to patient conditions (frail leaflets). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.